Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed to treat a non-union of an infected femur. The trochanteric fixation nail (tfn) was removed fully intact. The femur was irrigated and reamed with reamerirrigatoraspirator (ria). The surgeon then implanted an endoprosthesis hip, cemented. Intermedullary reamings from ria were sent to pathology. There were no reports of patient harm or surgical delay. This report is 2 of 3 for complaint (B)(4).